Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection identified as a cellulitis. For treatment, the patient was given antibiotics and insulin. The pod was worn between 4 and 24 hours on the abdomen. The patient was still in the hospital. The pod was discarded.